Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed that an error e433 occurred with the high frequency electro-surgical generator during a urology procedure. No death, injury or harm was reported to olympus. The device will be returned for service.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to the initial medical device report as new information was received (b5).

Event description:
The reported event was found during a routine inspection. The e433 occurs when it is started. No patient involvement was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. G2 - checked "other" to add the country honduras. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide the device evaluation results. The device was returned to the olympus service center. The evaluation confirmed the customer¿s reported event, error e433 which was identified to be cause by a defective generator board. The cause of the defective board is unknown. Additionally, the inspection noted damage to the front panel that is potentially due to physical impact and the power switch sticks. A software upgrade to the latest version is recommended. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. The product was sold in september 2017. Generally, it can be assumed that only one component is defective in the case of permanent failure modes. Combined failures are very rare. A check of the suspected faulty assembly units in a test drive should be performed. The customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.